Event description:
The rv lead was explanted and replaced. The patient was stable and there were no adverse consequences.

Event description:
It was reported that sensing noise was observed on the right atrial (ra) lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.